Event description:
It was reported that during a supply change the ilet user removed the infusion set from the applicator while trying to peel the adhesive backing, and on the next attempt insulin drops compromised the adhesive and the user again pulled the infusion set off the applicator, indicating an infusion set deployment issue associated with the cannula component. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure during infusion set application, involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.